Manufacturer narrative:
Confirmed. Evaluation revealed the needle bent due to wrong use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a curved fiber stitch implant, ar-4570, was being used in a meniscus repair procedure. When attempting the first plunge, the needle bent, then appeared to shear off. It stayed in the plastic depth stop, and so did not come loose as a separate piece from the device. The surgeon removed the device in one piece. He was able to complete the meniscal repair with another all-inside device with no adverse effect to the patient.